Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa, clip jumping, and noise were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa, clip jumping, and noise could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is being filed to report a mitraclip that jumped open during establishing final arm angle (efaa) at preparation. It was reported that during preparation of a mitraclip xtw, the lock failed while performing establishing final arm angle (efaa). As the arm positioner was starting to be turned, the clip made a pop sound and jumped open to almost an inverted position. Two more attempts were performed with the same result. The procedure was completed with a replacement. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).